Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient lost effective coverage due to the right s1 lead having migrated which was confirmed via xray. As such, srugical intervention may occur to address the issue.